Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 527 mg/dl. The customer was experiencing the symptom of dry mouth. The customer reported they have a backup plan available. Customer was treated with pens. The customer was admitted to the hospital. The cause of hospitalization as per healthcare provider was diabetic ketoacidosis. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to per high pressure test.